Manufacturer narrative:
The company service rep checked the system, completed the fiber and chimney alignment. Then the system was tested, and met specifications. No samples are returning for evaluation. This report mailed in to FDA on: 05/31/2007.

Event description:
The facility reported that the lio stopped working during a case. Cases were cancelled. Additional information received from the facility stated the lio headset has aiming beam and fires, but there is no output recorded on the laser meter. The doctor contacted the biomed department, then switched to a cryo unit. They were not able to complete the procedure as planned; the patient needs to reschedule the case. Two subsequent cases were cancelled.